Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e222 occurred due to defective rx module that has function to receive the signal from the camera head. The cause of the defective module could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (noisy operation) was confirmed. The noise issue was determined caused by a missing heat sink. The error code that occurred during testing was caused by a problem with the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
An olympus medical representative received a service loaner visera 4k uhd camera control unit. The device was returned for making an abnormal sound. When the device was tested, the monitor showed an error code e222. This error indicates a printed circuit board failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.